Manufacturer narrative:
Device evaluation: the kit is not expected to be returned for investigation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a chronic occlusion revascularization procedure of the sfa, a clot was removed from the artery using a filter wire. The physician observed blue fibrous material in the clot. The wire used in the procedure was wiped using gauze and soaked in a bowl of saline to maintain lubricity. The physician believes that the fibers came from the surgical gown or drape included in the kit and were transferred to the wire while it was wiped. No further harm or injury to the patient was reported.